Event description:
It was reported that intermittent unexpected resets occurred. There was no impact to the customer¿s blood glucose. Reportedly, the customer reverted to manual injections for continued insulin therapy.